Event description:
Insyte autoguard 22ga 1.00 in. IV insertion catheter. Nursing staff reported failure of the needle to retract as designed. The devices were tested in response to an earlier incident resulting in minor injury to a staff member when a needle failed to retract as designed. The entire lot was removed from use. Follow-up reveals: the hospital epidemiology nurse and nursing staff tested 3 additional devices and the same failure occurred. The lots were then removed and the manufacturer contacted. The manufacturer asked that the 3 failed devices mailed to them for evaluation a report is to be provided to the site. The manufacturer also asked if the device was rotated 360 degrees for activation prior to use. This is being investigated by the site reporter.